Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. As noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions. As noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: as noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: use of impella with transcatheter aortic valves. As noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support for percutaneous coronary intervention. While on support, the patient experienced bleeding from all sites, including the nose. The physician held off the systemic heparin due to the bleeding. Subsequently, it was reported that the patient became hemodynamically stable. The patient remained on impella support and was successfully weaned.